Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was exhibiting elective replacement indicator (eri) upon interrogation. This occurred prior to implant, and was not in use with a patient.